Event description:
Country of complaint: (B)(6). Thread detaches from needle. Thread also splits.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 28 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 28 closed samples. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Tested the knot pull tensile strength of the closed samples received and the results fulfill the OEM requirements. As stated in the instructions for use on the product: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint is justified. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.